Event description:
During the index procedure, the patient had one endeavor sprint drug eluting stent implanted in the rca. It is reported that the patient expired approximately 25 months post index procedure. Cause of death was reported as natural death. The investigator assessed that the death was not related to the study device or zotarolimus.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).